Manufacturer narrative:
According to the case report forms (crfs) and the report, the aortic valve (av00 - aortic valve and conduit, (B)(6), implant date (B)(6) 2002) was explanted on (B)(6) 2012 for calcification, aortic valve stenosis, and related structural valve deterioration (svd). The procedure performed on (B)(6) 2012 was a re-do avr via aortic root replacement with cryolife allograft and re-do CABG. As indicated in the patient medical history captured in the crfs, the patient was diagnosed with svd on (B)(6) 2010 per echocardiogram with evidence of atrial valve leaflet calcification, heavy calcification of aortic root on (B)(6) 2011 per cardiac cath with aortic valve annulus area of 0.8 cm2, and significant calcification of proximal homograft on (B)(6) 2011 per computerized tomographic angiography. The explant pathology report noted complicated atherosclerosis of aorta and extensive nodular calcification.this allograft was not returned to cryolife so no direct observations can be made. According to the processing record, this allograft did not contain any attributes that would have rejected the allograft. The processing record indicates that the inspector confirmed the attributes documented by the dissector and no additional attributes were added. A review of training records indicates that the technician who performed inspection for attributes of this allograft was appropriately trained for the task she performed. A review of the certificate of assurance for serial identification number (B)(4) was performed and no rejectable attributes were documented. No allograft specific deviations were identified and no human tissue returns are associated with this allograft. No findings were identified that would have contributed to the reported event.the patient underwent homograft implant at age (B)(6) years ((B)(6) 2002) and explant at (B)(6) years ((B)(6) 2012), with a total of 9.7 years implanted. The indication for homograft explant was structural valve deterioration, calcification, and aortic stenosis. At the time of explant, it was noted that both the homograft and native aortic tissues were heavily calcified. The patient also underwent re-do CABG due to heavily calcified coronary arteries. The patient received a second cryolife aortic valve allograft as the replacement valve. Additional information was obtained via study crfs that indicated the patient had a pre-operative medical history of myocardial infarction, pre-operative ejection fraction (ef) 35%-40%, coronary artery disease, hyperlipidemia, hypertension, previous percutaneous transluminal coronary angioplasty (ptca) /bare metal stent to left anterior descending coronary artery (lad) in (B)(6) 2002, and anticoagulant regimens of aspirin and coumadin.use of aortic allografts for aortic valve replacement has often been reported as a good option for younger patient populations due to lack of anticoagulation therapy and excellent hemodynamic characteristics, which favor a more vigorous lifestyle and functional status (doty, 1998). However, over time allografts can undergo calcification with resultant structural valve deterioration (svd) and graft dysfunction, eventually requiring reoperation or explant (koolbergen 2002). In addition, younger age at implantation has been associated with accelerated rates of valve failure and explant among biologic valves (dagenais 2005, koolbergen 2002, smedira 2006).svd is a known, commonly reported cause for valve-related reoperation and valve explant following aortic valve replacement with allograft and bioprosthetic valves (dagenais 2005, dossche 1999, doty 1998, fukushima 2013, kaya 2005, o'brien 2001, smedira 2006). A study by fukishima et al. Cited a 32% (n= 266) rate of svd in 840 of patients who underwent avr with a homograft with 89% (n= 236/266) of patients with svd requiring explant (fukushima 2013). Smedira et al. Also reported svd as the most common reason for valve explant citing a 59% rate of svd in patients requiring valve explant (n= 27/46; smedira 2006). Kilian et al. Cited a 6.2% (24/389) rate of reoperation due to svd with 4 (16.7%) due to stenotic degeneration (kilian 2004).the durability of allograft valves has often been associated with patient age, as younger patients(< 65 years of age) have been reported to exhibit early svd and decreased durability versus older patients (>65 years of age; dagneis 2005, doty 1998, smedira 2006). However, there are a number of reports regarding the use of cryopreserved aortic valve allografts for aortic valve replacement in young patients(< 65 years of age) that have produced favorable, long-term results in respect to freedom from reoperation, freedom from svd, and freedom from explant due to svd (cryolife, dagenais 2005, doty 1998, smedira 2006).freedom from explant due to svd in aortic allograft valves has been described in the literature, with several retrospective studies citing rates of 91%-97% at 10 years of follow-up (doty 1998, smedira 2006). Similar results were reported in a retrospective study by dagneis et al., with 91% freedom from explant due to svd at 7 years of follow-up for 54 patients who received homograft valves for aortic valve replacement. Average patient age at time of implant was 53.5 years old (range of 45-65 years old; dagenais 2005). Svd has also been associated with younger age at time of implant. The cryolife heart registry data cited 85% freedom from explant due to svd at 10 years in 348 patients with an average age of 38.1 years old at time of implant (range 18-50 years old; cryolife). Doty et al., reported 97% freedom from explant due to svd in 118 patients, average age of 45.6 years old (range 15-83 years old), at 10 years (doty 1998). Doty et al. Reported that 6% of patients (n= 7/118) required valve explant at a mean of 5.2 years (range, 5 months - 10 years) post-implant. Of these, 3% (n= 4/118) of patients required explant due to svd at a mean of 6.9 years (range 2.8 - 10.3 years) post-implant with all explants for svd occurring in younger patients under 50 years of age (doty 1998). Kaya et al. Reported similar results, as 57.1% (n= 12/21) of explants were due to svd and occurred at a mean of 6.3 years (range 1.3 - 10.1years) post-implant (kaya 2005). Similarly, o'brien et al. Reported that 39% of patients between ages 41 and 60 underwent reoperation by 15 years postoperatively (o'brien 2001).rates of freedom from svd in younger patients ([?]50 years of age at time of time of implant) vary in the literature. Rates from 4 large cohort studies of younger patients are reported below:· cryolife - 85%@ 10 years (<50 years; 348 patients),· o'brien - 95%@ 10 years; 81%@ 15 years (41-60 years; 332 patients). At 10 years, the results were comparable across all patient age groupings with >90% freedom from svd. However at 15 years, patients <60, started to show a slight increase in svd as is expected in these younger patient populations.· doty - 97%@ 10 years (mean age - 48 years; 117 patients),· dossche - 100% @ 8 years (mean age - 51years; 132 patients).rates of freedom from reoperation due to svd in younger patients ([?]50 years of age at time of time of implant) vary in the literature. Rates of freedom from reoperation due to svd from 9 large cohort studies of younger patients are reported be:· cryolife: 85%@ 10 years; n= 348, mean age 38.1 years (18- 50 years),· dagenais: 91%@ 7 years; n= 54, mean age 53.5 years (45-65 years),· doty: 97%@ 10 years; n= 118, mean age 45.6 years (15- 83 years),· smedira: 91%@ 10 years; mean age 49.0 years (18- 84 years),· dossche: 100%@ 8 years; mean age 50.8 years (17- 77 years),· kaya: 86%@ 10 years; mean age 51.3 years (14- 79 years),· kilian: 87%@ 10 years; mean age 50.0 years (19- 70 years),· klieverik: 78%@ 10 years; mean age 38.0 years (16- 55 years),· o'brien: 94%@ 10 years, 83% @ 15 years; 21-60 years.according to the literature, explant of an aortic valve allograft due to svd and calcification nearly 10 years post-implant in a (B)(6) year old patient is not unexpected.

Event description:
Study patient (B)(6) implanted with aortic valve (B)(6) 2002. The valve was explanted on (B)(6) 2012 due to calcification, aortic valve stenosis and related structural valve deterioration.

Event description:
Study patient (B)(6) ((B)(4) study) implanted with aortic valve (B)(6) 2002. The valve was explanted on (B)(6) 2012 due to calcification, aortic valve stenosis and related structural valve deterioration.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.